Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was returned for power error alarms. The alarms were confirmed in the alarm history. The root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Event description:
Customer reported via phone call that they the insulin pump has errors. The blood glucose reading is 4.4 mmol/l. The insulin pump will be replaced.